Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine (10 mg/ml at 2.699 mg/day) via an implantable infusion pump. It was reported that the pump motor stalled at 20:14 on (B)(6) 2021 and the patient was hospitalized for possible withdrawal symptoms. There were no environmental, external or patient factors which may have led or contributed to the issue. The infusion rate was set to minimum and the patient was scheduled for replacement surgery. The issue was not considered resolved. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. No further complications were reported.